Event description:
Case description: reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : unknown . Not taking complete dose (whole adjusted dose) because of the pen issue(partial dose delivery by device) : unknown . Piston rod issue(device component issue) : unknown . Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible . Not taking complete dose (whole adjusted dose) because of the pen issue(partial dose delivery by device) : possible . Piston rod issue(device component issue) : possible . Reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : unknown . Not taking complete dose (whole adjusted dose) because of the pen issue(partial dose delivery by device) : unknown . Piston rod issue(device component issue) : unknown . Company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible. Not taking complete dose (whole adjusted dose) because of the pen issue(partial dose delivery by device) : possible . Piston rod issue(device component issue) : possible . Investigational results: novorapid penfill; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Novopen 4; batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: is non-reportable and malfunction changed to no final report ticked and expected date of fu report removed, further investigation foeld updated in EU/ca tab investigational results updated imdrf codes updated in device addendum narrative updated accordingly. Final manufacturer comment: 14-aug-2025: the suspected device novopen 4 has not returned to novonordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient underlying medical condition of diabetes mellitus is a significant risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary novopen 4; batch number:unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], not taking complete dose (whole adjusted dose) because of the pen issue [incorrect dose administered by device], piston rod issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "not taking complete dose (whole adjusted dose) because of the pen issue(partial dose delivery by device)" with an unspecified onset date, "piston rod issue(device component issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose: 55 iu, qd(25 u before breakfast and 30 u before lunch)) from unknown start date and ongoing for "diabetes mellitus", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: novorapid penfill: current condition: diabetes mellitus (type and duration were not reported). On an unknown date there was an issue with piston rod, patient was not taking her complete dose (whole adjusted dose) because of the pen issue. On an unknown date patient had hyperglycemia patient's blood glucose (blood glucose) was always above 700 or 800 mg/dl. Batch numbers: novopen 4: requested novorapid penfill: requested action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "not taking complete dose (whole adjusted dose) because of the pen issue (partial dose delivery by device)" was not reported. The outcome for the event "piston rod issue (device component issue)" was not reported. Preliminary manufacturer comment: 23-jun-2025: the suspected device has not returned to novonordisk for investigation. No conclusion is reached.